Manufacturer narrative:
Additional information was received that there was leaking at the pocket site. It was also reported that there was no true infection.

Event description:
A report was received that the patient's lead had come out of the pocket site wherein there was an actual break in the skin. It was determined that due to the erosion of the lead; the patient was having discomfort at the battery site. It was also reported that the patient had an infection where a hematoma formed behind the ipg which made the ipg bulged. The infection was not device related. The patient was treated with antibiotics and underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-70, serial #: (B)(4), description: linear 3-4 lead, 70cm. Model #: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25cm. Model #: sc-4316, lot #: 16128845 description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's lead had come out of the pocket site wherein there was an actual break in the skin. It was determined that due to the erosion of the lead; the patient was having discomfort at the battery site. It was also reported that the patient had an infection where a hematoma formed behind the ipg which made the ipg bulged. The infection was not device related. The patient was treated with antibiotics and underwent an explant procedure. No device malfunction was suspected.